Manufacturer narrative:
An investigation into a discrepant result event while using the vitek 2 ast-st01 test kit was performed. The customer obtained a false susceptible result to trimethoprim/sulfamide for a throat culture identified as streptococcus pyogenes with the vitek 2 ast-st01 test kit. Testing with sirscan confirmed the organism resistant to trimethoprim/sulfamide . Isolates were not submitted for internal testing; therefore, the discrepancy cannot be confirmed. Vitek 2 ast-st01 lot 540391113 passed on initial qc performance testing. There were no issues observed for sxt on initial performance testing. Complaint and complaint trend review did not indicate a systemic quality issue for false vancomycin resistance for staphylococcus aureus.

Event description:
A customer in (B)(6) notified biomerieux of discrepant results associated with vitek 2 ast-st01 test kit (reference 410028) involving a throat culture identified as streptococcus pyogenes. The customer reported results with the vitek 2 ast-st01 card were trimethoprim/sulfamide mic <= 10 s. Testing was completed twice with the same results. Results obtained per sirscan were resistant. The customer reported there was no patient impact or erroneous treatment ; however, there was a 24 hour delay in results. The customer indicated the strain was not kept.